Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6 investigation summary: service and repair evaluation: the repair technician reported that cosmetics tested failed, motor does not run forward, fast forward and reverse condition, debris on natural components, damaged vent, contact plate was broken. The item was repaired per the inspection sheet, passed medtech orthopedics final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: due to the age of more than 10 years of the complained device, a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure for complaints for which a non-manufacturing related probable cause has been identified, no manufacturing record evaluation is required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device had no power. When battery was inserted nothing happened and no lights came on. The issue was observed during equipment check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.